Event description:
A malfunction alarm identified as malf 12 was reported, but there were no significant events prior to the issue. There was no reported adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with this process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, and they acknowledged the guidance provided.